Event description:
It was reported that during post-operative hospitalization, patient fell and dislocated the bi-polar cup.

Manufacturer narrative:
As a result of a corrective and preventive action, a retrospective review of the complaint file was performed. During review, a determination was made that the details provided met reporting requirements. The user facility is outside of the united states. No medwatch report was received. No user facility information is available. The stem was not revised as the patient subsequently passed away from unrelated circumstances. (B)(4)